Event description:
Caller reported an issue with incorrect pump time. There was no adverse impact to the customer¿s blood glucose level, as levels did not exceed 500 mg/dl (27.7 mmol/l) or fall below 54 mg/dl (3.0 mmol/l). Technical support assisted in updating the pump time and advised monitoring for any future discrepancies. Caller understood the guidance provided.